Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker had no sound. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The speaker (453665031201) was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.